Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that no steps have yet been taken to resolve the inability to charge or connect to the implantable neurostimulator. The patient is waiting for their physician to send the correction information and codes to their insurance company in order to get a replacement. A manufacturer representative helped the patient get the zapping under control and they are working on adjustments; however, the patient is awaiting approval from their physician. The patient stated that since losing 75 pounds, the wires needed adjustment desperately. The patient noted that the battery burnout has happened to the patient before because the patient uses very high settings 24/7. The adjustments that were previously made took care of most of the zapping sensations during exercise. The patient noted that they just turn the implantable neurostimulator off until their exercise is done. The patient's weight at the time of the zapping sensation starting was 180 pounds. The patient started at 220 pounds and is now down to 155 pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. The patient noticed that starting in (B)(6) or (B)(6) 2021, the stimulation seemed to " short circuit' and she would feel a "zap and bite" sensation out of the blue while she was exercising. Pt stated she lost 75lbs since (B)(6)/ (B)(6) 2021 and has been on a strict diet. Pt stated as she lost weight it seemed to hurt more for pt to keep stim on. The patient was worried that she has "killed another battery." - patient stated "just like last time" she turned the ins off because she was doing a "swimming thing" 6 weeks ago. The patient stated that she let her implantable neurostimulator battery run out completely, and then pt was not able to charge. The patient has not been able to connect to or charge the implantable neurostimulator for the last 6 weeks. The patient was redirected to their healthcare provider to further address the issue.